Event description:
An infusion pump with a failure code 403:317. Information was not provided regarding whether or not the device was in pt was when the event occurred. No pt injury or medical intervention has been reported.